Event description:
Customer alleges that the catheter is rough and has sharp edges causing him to have an infection which required treatment in the emergency room. Customer was given antibiotics for the infection.